Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak of clear blue fluid inside the coulter lh750 hematology analyzer slide stainer. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found a leak at peristaltic pump #2 of the instrument. The line at the luer fitting of pump #2 became disconnected. The fse reattached the tubing and the repairs were verified per established procedures. The root cause for the leak is attributed to the tubing from pump #2, which had become disconnected.